Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3987a, lot # n319670, implanted: (B)(6) 2012, product type lead; product ID 3987a, lot # n191042, implanted: (B)(6) 2012, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37746, serial # (B)(4), product type programmer, patient; product ID 3708360, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3708360, serial # (B)(4), implanted: (B)(6) 2012, product type extension. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient "always had coupling/communication issues, as well as "tight" leads in the back of her neck. It was stated that the patient's implantable neurostimulator (ins) was in her "mid-back" and there was "fluid buildup which caused her ins to move so much. It was stated that the patient last charged her ins two weeks ago and had been using the antenna locate feature "often because she had a hard time finding the battery." It was also stated that the patient had "leads very tight in the back of her neck" and that she "could hardly look up." It was noted that the patient had a "breakthrough headache" the week prior to report and it was the "worst she'd had" so she turned off her ins because she was "afraid it would deplete." Lastly the patient reported that "she always felt like she was getting shocked for two days after charging." The patient was redirected to her healthcare provider (hcp) and if additional information is received, a supplemental report will be filed.